Event description:
Ous MDR - this lead was implanted on (B)(6) 2018 with some difficulty. The patients myocardium was very smooth and it was hard to fixate the lead. After several attempts the lead was placed and surgery completed. 5 days later the lead had dislodged and was not pacing. The physician replaced the lead.

Event description:
Ous MDR - this lead was implanted on (B)(6) 2018 with some difficulty. The patients myocardium was very smooth and it was hard to fixate the lead. After several attempts, the lead was placed and surgery was completed. 5 days later the lead had dislodged and was not pacing. The physician replaced the lead.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional information or the device itself become available for analysis, the investigation will be updated.